Manufacturer narrative:
Unit received with unresponsive act button due to corroded keypad traces. Unit received with cracked case at display window corners, reservoir tube, reservoir tube lip, reservoir tube window and battery tube threads. Unit received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the up and down arrow buttons were not responding. Customer's blood glucose was 117 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.